Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass the needle fell out of device. There was no unanticipated tissue loss. The needle did fall into the patient cavity but it was retreived. To correct the condition a new device was used. The patient is currently fine. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of two devices opened by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the two devices noted no abnormalities. Functionally, a pmv needle was loaded onto the instruments. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instruments without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).